Manufacturer narrative:
(B)(4). Concomitant medical product: 00784801301 ¿ kinective neck ¿ 61735471, 00771300600 ¿ m/l taper stem ¿ 61870444, 00620005422 ¿ shell ¿ 62065247, 00630505036 ¿ liner ¿ 61813278. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Original report under MDR 0001822565-2021-02822. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02821.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to pseudotumor and corrosion. All products were removed and competitor product was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided medical records notes no complications during the initial tha. During the revision surgery, pseudotumor, corrosion and metal debris were found within the hip joint. The pseudotumor was debrided and dark fluid was encountered. The stem and cup were well fixed so an eto was performed to remove the stem. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.